Event description:
The hosp reports that while on a pt the ventilator was delivering varying tidal volumes, auto cycling and delivering higher than set 02 concentratons. The o2 alarm was sounding. There was not pt injury.